Manufacturer narrative:
(B) (4). (B) (4). No device returned the analysis results found that seven b-formed staples from a circular device were returned for analysis. The staples were noted to have a proper b-formation. Event could not be confirmed as no device was retuned for analysis. No conclusion could be reached on what caused the reported event. No batch or lot numbers were returned.

Event description:
Requests for current patient status were completed on 6/7/2010, 6/16/2010, 6/28/2010 and 7/26/2010 and no update was received from the surgeon.

Event description:
Report is for pt 2 of 2: 0.8 inr and 1.2 inr with protime system vs. 1.9 inr with unspecified reference lab system. Pt therapeutic inr range: 2.0 - 3.0. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post op of a sigmoid colectomy procedure, six days after surgery, the patient was taken back for a posterior anastomosis leak. It was noted that the patient had pale skin tone and sickness. It is unknown as to the symptoms the patient was experiencing. The patient is still in the hospital recovering. It was also noted that the device fired properly during the original procedure. The device was discarded. Additional information received on 4/22/2010: surgeon stated that initial procedure passed the leak test, but later showed leak symptoms. He does not believe he has changed his technique nor was he working on a particularly difficult case.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.